Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head comes loose - oral-b [device connection issue]. Case narrative: male consumer via letter stated that the oral-b toothbrush head came loose from the oral-b genius toothbrush while brushing his teeth. No injury was reported. 22-mar-2024 follow up via picture: the suspect product was oral-b rechargeable toothbrush handle 3771. No injury was reported.